Manufacturer narrative:
The insulin pump was received with minor scratched lcd window. No cracks noted on lcd display during visual inspection.

Event description:
The insulin pump was received with minor scratched lcd window. No cracks noted on lcd display during visual inspection. The customer reported via phone call that the insulin pump has a crack on the screen. The customer's blood glucose was 300 to 400 mg/dl. The customer did not know how the damage occurred. The insulin pump was replaced and returned for analysis.